Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (concentration; "1000 mcg", dose; 144 mcg) and morphine (concentration; 4 mg, unknown dose) via an implantable pump for spinal pain. Information received reported the catheter was not flowing at the patient's pre-operative dye study. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The planned to replace the catheter at the patient's pump replacement (planned surgical intervention). The issue was not resolved at the time of this report. The patient's status was alive - no injury. On 2019-sep-03, additional information was received from the manufacturer representative (rep). They stated the cause for the pump replacement was normal early replacement indicator (eri). The rep did not know when the replacement procedure would occur, but believed there were 8 months left until eri. The cause of the no flow during the catheter dye study was not determined.